Event description:
It was reported that pump display had pixel problem that prevented customer from interacting with pump and reading screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump as backup while pump was replaced, and technical support confirmed shipping details, instructed customer to place pump into storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.